Manufacturer narrative:
Evaluated two opened/used reservoirs, performed pre-fill reservoir test and reservoirs passed per inspection. No air bubbles were observed during analysis. Checked o-rings for defects and none were found. The reservoirs connected locked in place properly. Conclusion no air bubbles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call indicating large air bubbles in two reservoirs. Customer was not able to clear air bubbles from reservoir and discontinued use of reservoir. Customer's blood glucose was unknown. Customer kept reservoir and they would be replaced.